Manufacturer narrative:
D4: primary UDI number, corrected d9: date returned to manufacturer. Corrected h4: device manufacture date, provided manufacturer's investigation conclusion: the reported event of low power hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The log file contained approximately 6 hours of information on 04sep2024 (0:36:42 to 6:15:10 per timestamp). Abnormal low power hazard and/or no external power alarms were observed while the controller was connected to the mpu between 0:36 and 2:24. During each of these events, the relative state of charge and voltage of both power cables were observed to simultaneously decrease. These events appear to be consistent with brief losses of ac power to the mpu. The backup battery activated during these events, and pump operation was not affected. The abnormal alarms cleared when it appeared that external power was restored to the controller. During evaluation of the returned mobile power unit (serial number: (B)(6)), abnormal events were not able to be reproduced. The mpu was able to supply power to a mock circulatory loop for several days without issue. The root cause of the observed alarms appears to be consistent with a loss of power to the mpu; however, a further root cause could not be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power and low voltage) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The events leading up to being found were unknown. The mpu was confirmed to have a v-lock connector on the ac power cord. The ac power cord did not come loose from wall outlet or the back of the unit. There were no reported environmental circumstances that would have affected ac power at the time of the event. The cause of death/ details leading up to death included shock, right ventricular (rv) failure, and ventricular tachycardia (vt) with shocks. The death was not considered device related. It was reported that the patients rv failure did not exist before lvad implant. It was unknown if the device contributed to rv failure or worsening rv failure. However, it was noted that the patient had a history of ventricular tachycardia pre-lvad. It was unknown if the vt in this event was device related. The patient had an implantable cardioverter-defibrillator (ICD) implanted prior to the lvad. It was unknown if the device operated as expected.

Manufacturer narrative:
A4: patient weight provided. B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was found unresponsive after they called emergency medical services (ems) in respiratory distress. Ems said the ventricular assist device was off with low voltage errors. The customer reported that the low voltage errors were not in the log files and that the patient was brought to the center without batteries connected. Log files were sent for review. No external power events were recorded on 04sep2024 while connected to mobile power unit (mpu) power from ~ 0:36:42 - 2:24:31. It was noted that there may have been similar events recorded earlier however data prior to 04sep2024 0:36:42 had been purged and replaced with newer data. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The system controller¿s power source was changed from mpu power to battery power at ~ 04sep2024 2:58:16. The system controller¿s power source was then changed from battery power to power module at ~ 04sep2024 3:02:35. Between that time and the time log files were downloaded, there had been a few other power source changes from power module power to battery power and vice versa. The recorded data indicated that the system controller was able to maintain pump speed throughout this history. The patient's family decided to move forward with comfort care. The patient passed away on (B)(6) 2024 as soon as the lvad was off. An autopsy was to be done.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.